Event description:
A renegade microcatheter was used for a therapeutic procedure. It was originally reported leakage occurred at the shaft near the strain relief. The engineering evaluation revealed the unit was kinked and cracked underneath the second strain relief and the inner braid was slightly exposed.